Event description:
It was reported that in early march (exact date unk) the pt was slammed into a concrete wall on the implant side while playing roller hockey without a helmet. The pt's family member reported the pt did not hear sound. In march 2002, the pt was seen at the implant center for device evaluation. Testing performed confirmed that the device was functioning. Three weeks later, the pt returned for a routine follow-up appointment at the implant center. Pt reported that they was doing well; however, pt began to notice a sound percept problem in march 2002. This problem was resolved by exchanging external equipment. At this time, two electrodes had measurements that were out of range. Programming adjustments were made at that time. A co representative recommended that a follow-up appointment be scheduled for further testing. In june 2002, the pt was seen again at the implant center. The pt reported sound percept problems. Programming adjustments were made, however, the reported problem was not resolved. Testing performed confirmed the device was not functioning properly. Revision surgery was scheduled. The pt was reimplanted with another clarion device without the positioner.